Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014,product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. The patient reported that they were getting far less relief than they had been before. Upon completing impedance testes the values were 29500 ohms for contact 0 and >40,000 ohms for contacts 1-7. The left lead was not the sole functioning lead. The patient needed bilateral stimulation. Reprogramming was performed. The manufacturer representative was able to provide stimulation to their left leg, buttock, and low back with stimulation just crossing over the midline. The health care professional (hcp) was informed of the meeting between the patient and the manufacturer representative. The hcp was going to discuss the patient's options with them. A possible discussion of lead revision with the hcp was planned. The lead placement was at t9 and their usage was 13%. The patient reported multiple falls but could not specify dates or times. The patient was going to see the hcp for this talk in 2 weeks. The issues were not resolved at the time of this report. The patient's medical history included multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.